Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection is not available for return because it was discarded by the customer. This product is not available within the u.s, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The run data file (rdf) was analyzed for this event and confirmed that the trima operated as intended by flagging the procedure to verify white blood cells (wbcs). The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause remains undetermined. Review of the run data file (rdf)showed that the trima accel device detected wbcs escaping from the lrs chamber. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminated the platelet product. The system message to verify the wbcs in the platelet product was displayed because during the procedure these algorithms on the trima accel device operated as intended and detected wbcs were escaping from the lrs chamber. The run data file (rdf) analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, signals from the rbc detector are consistent with wbcs escaping the lrs chamber along with the platelets throughout the procedure. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. Based on the available information, it is possible that this leukoreduction failure is donor related.